Event description:
Pt presented with pain ectopic pregnancy was diagnosed on (B)(6)2009 and then confirmed via laparoscopic excision and pathologic eval on (B)(6)2009. The ectopic pregnancy was treated via the laparoscopic incision. The physician reported that the essure micro-insert on the pt's right side had expelled and was removed hysteroscopically. Physician performed a bilateral salpingectomy as well. The micro-insert on the pt's left side was not visualized. Pt continued to experience pain. A CT scan revealed the second micro-insert to be located in the anterior myometrium of the fundus. On (B)(6)2009, physician performed a hysterectomy and removed the micro-insert found in the anterior myometrium.

Manufacturer narrative:
(B)(4).